Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 550 mg/dl while wearing the pod between 24 and 36 hours on the arm. Symptoms reported include hyperglycemia, nausea, a headache, a cold, and high ketones. Before going to the hospital the mother changed the pod and gave an injection of 25 units of insulin. The patient's father noticed insulin on the pillow the patient was laying on. While at the hospital the mother noticed the patient's sweater had insulin on it and there was a leak. They arrived at the emergency room at 3:00 pm. The patient was treated with saline IV and fluids. The mother did not provide the name of the other fluids. They were in the emergency room until 3:00 am on (B)(6) 2019, when they were discharged. The patient was not diagnosed or given any prescriptions. The patient's basal program was increased by 10%.